Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications.the most probable root cause is operational context as device performance was limited due to anatomical procedural factors..(B)(4)

Event description:
It was reported that during a percutaneous coronary interventional treatment procedure, a balloon rupture occurred. The de novo lesion was located in the heavily calcified left anterior descending artery (lad). Vascular access was gained via the radial artery. The 2.25x8mm quantum maverick monorail balloon was inflated to 10 atms for 26 seconds for post-dilatation and the balloon ruptured. The balloon was removed intact, and the procedure was completed with a different device. No patient complications were reported, and patient status is listed as stable.